Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reports he charged sat night and the stimulator will not turn back on. Pt states trying to turn on stimulation and will not come on. Pss advised to reset controller and after reset confirmed blinking green light showing controller 20% and ins 80%. Pt was seeing settings not available and states this is the message he has been seeing. Pss advised can lower groups not using however pt states tried this but cannot go up at all. Pt states lowered and cannot go up. Pt states not showing his sitting/standing and only a 1 a and that's it. Pt states he had an MRI but did MRI mode and turned back on and was working and had an x-ray. Pss reviewed message and advised to contact hcp. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt states in the past he has met with mdt rep who had to redo his programming. Pt states he did try to contact mdt rep saturday however rep stated they dont work at mdt. Pt states he called another rep who said to call mdt first which was today. Redirected caller: patient's hcp

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.